Event description:
The customer received blood glucose readings of 397 and 60mg/dl from the contour next ez. He retested on the breeze2 meter and the reading was 149mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer does not have the contour next test strips. Replacement test strips and meter were sent to the customer.